Event description:
It was reported that the patient received inappropriate high voltage therapy due to far-p wave oversensing. Lead was capped and replaced. No adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.